Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. During the manufacturer's analysis, the device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The higher than nominal system current drain was confirmed and found to be due to leaky x5r ceramic capacitors (part number (B)(4)) in the battery filter capacitor array.